Event description:
While deploying an 8 french angioseal, the suture came loose from footer of device so the collagen plug was not tampered down into place properly; had to go to a manual hold. Increased the patient's bed rest time.